Event description:
Name of procedure being performed: lap. Chole. Detailed description of event: "metal arm that holds the inzii bag completely fell off during deployment. Surgeon had to remove it individually from patient's abdomen, as it fell off the inserter." Additional information was received from applied medical health system specialist, via e-mail on january 2nd, 2020: "below are my answers to your questions. I have not been able to speak with the surgeon yet, so my answers are somewhat limited. I will be at this account next week and will try to get more answers from the staff/surgeon. Thank you for your patience!" From what the rep. Was told, the metal prong that came off during deployment was removed individually. Rep. Is unaware as to what occurred with the bag. It is unknown if there were multiple attempts to advance the actuator. Also, it is unknown how the case was completed and whether or not the cd003 was replaced. It is unknown if there were any other devices being used alongside the cd003. Regarding the patient status, surgery was continued as usual and there was no delay in or time. The patient is female. Photos are not available. Patient status: "surgery was continued as usual. There was no delay in or time." Type of intervention: "surgeon had to remove it individually from patient's abdomen, as it fell off the inserter."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag. Visual inspection confirmed that the support had detached from the event unit. Engineering measured the bend of the detached prong and was found to be out of specification. Based on the condition of the event unit, the reported event was caused by the bend that was out of specification, which was not caught during the manufacturing process of the device. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: lap. Chole. Detailed description of event: "metal arm that holds the inzii bag completely fell off during deployment. Surgeon had to remove it individually from patient's abdomen, as it fell off the inserter." Additional information was received from applied medical health system specialist, via e-mail on january 2nd, 2020: "below are my answers to your questions. I have not been able to speak with the surgeon yet, so my answers are somewhat limited. I will be at this account next week and will try to get more answers from the staff/surgeon. Thank you for your patience!" From what the rep. Was told, the metal prong that came off during deployment was removed individually. Rep. Is unaware as to what occurred with the bag. It is unknown if there were multiple attempts to advance the actuator. Also, it is unknown how the case was completed and whether or not the cd003 was replaced. It is unknown if there were any other devices being used alongside the cd003. Regarding the patient status, surgery was continued as usual and there was no delay in or time. The patient is female. Photos are not available. Patient status: "surgery was continued as usual. There was no delay in or time." Type of intervention: "surgeon had to remove it individually from patient's abdomen, as it fell off the inserter."